Event description:
It was reported that the noise was oversensed and resulted in an unknown duration of pacing inhibition. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that analysis of this product was completed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that noise was also observed on this rv lead. The lead was noted to be fractured. The associated device was reprogrammed to aai. This lead remains implanted and in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pacing impedance measurements resulting in an alert in the remote home monitoring system. The patient noted that the physician indicated the lead was fractured. Boston scientific technical services (ts) referred the patient to their physician. No adverse patient effects were reported. This product remains implanted and in service.